Event description:
N/a

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The biopatch was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch 2023-017445 it was reported by patient: ¿recurring pericarditis and anakinra injection made her prone to infections (recurrent pericarditis). Infusion line site looks better without using bio patches (infusion site reaction). Gaining 5 pounds in one month. Bio patches irritate her skin (adhesive tape allergy). Case description: "58 years old, 165 lb. Female patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on (B)(6) 2021 for secondary pulmonary arterial hypertension. The current dose was reported as 0.060 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient had recurring pericarditis and anakinra injection made her prone to infections (pericarditis; medically significant). It was reported that the infusion line site looked better without using the bio patches (infusion site reaction). Co-suspect medication included: anakinra injection. Concomitant medications included: ambrisentan and sildenafil. Relevant medical history included: secondary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the events of pericarditis and infusion site reaction. At the time of reporting, the outcome of pericarditis and infusion site reaction was unknown.